Event description:
A 2.0mm diameter by 20mm length d114 ptca balloon catheter was inserted to pre-dilate a calcified lesion in the circumflex coronary artery. During the initial inflation of the device. The balloon reportedly ruptured at 4atm of pressure. The balloon was removed and another d1 ptca balloon was used to treat the target lesion. There was no report of injury to the pt and no additional clinical sequelae reported relative to the event.